Event description:
A malfunction alarm was reported with a code malf 12, but there was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump for this issue, so technical support provided the necessary pump reset information and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to call back if it occurred again. The customer understood the instructions and continued using the pump.